Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with rewinding and priming the insulin pump. The customers reinserted the reservoir back in the pump and the pump functioned as designed. A new reservoir was sent to the customer. No further information was provided.